Event description:
It was reported that during the procedure, an 8.0mm x 40mm x 135cm absolute pro self-expanding stent system (sess) was advanced via femoral access to a non-calcified lesion in the non-tortuous left iliac artery without resistance. During stent deployment, though no resistance was felt when rotating the thumbwheel to deploy the stent, the stent moved (jumped) toward the aorta, with approximately 1 centimeter (10 of the 40 millimeters of stent) of the stent expanded in the aorta. As the target lesion was not completely covered, an 8.0x39 omnilink balloon expandable stent was deployed (overlapping the absolute pro stent) to completely cover the lesion. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inaccurate delivery could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.